Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the hcp is looking at revising as an action/intervention towards the tilted ins and recharging issue. No patient symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient was having a charging problem, and it was taking too long to charge. It took double the time to charge the ins. The problems with charging were because the patient lost (B)(6) pounds. The patient lost weight because she had a bleeding ulcer, not because of the device. The patient was in the hospital in (B)(6) of 2017. On (B)(6) 2017, the patient went to a healthcare professional (hcp), and the hcp determined that the ins was tilted. It was noted that they would eventually redo the ins, but the consumer didn't know when. They had been trying to see if they could try a couple of things. On (B)(6) 2017, a manufacturer representative (rep) recommended that the patient try using adhesive discs. The consumer called the manufacturer to order adhesive discs. It began taking double the amount of time to charge in (B)(6) of 2017 and it was noted that a rep became aware of this issue in (B)(6) of 2017. Adhesive discs were ordered. No symptoms were reported.